Event description:
It was reported that the surgeon did a breast localization on the pt with surgical lesion removal in the or. According to the dr's report, the guide wire was identified and followed. The lump was identified together with the wire and taken out. The hook part of the guidewire was not identified, and x-rays were taken. Upon review, it was noted that the tip of the harpoon had separated from the stem and was located in the pt's breast. Mammograms were not done as a f/u. The dr used a cautery and mayo scissors during surgery. The scissors were used only during the first part of the incision and the cautery for the removal of the tissue where the hook was located. The dr discussed the small incision that pt has been doing as this is a preferred method for this type of surgical procedure. Pt indicated that pt is increasing the size of the incision and tissue excised. The harpoon tip will not be removed from the pt.